Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the iarm on (B)(6)2024. On 06/19/2024, the pediatric patient was at school and experienced a seizure. An ambulance was called and when the paramedics took a fingerstick the cgm was reading 4.0 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was treated by the paramedics with a glucagon injection and was brought to the hospital. At the hospital further treatment with intravenous glucose was given, and the patient was discharged the next day, after spending more than 24 hours in the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.